Event description:
A trilogy 100 ventilator was returned to a third-party service center for foam remediation on the device. There was no harm or injury reported. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation. However, the device failed test steps related to (positive and negative pressure failure). The sound abatement foam was replaced preventatively. Additionally, during the evaluation there were no reportable error codes recorded in the device event log. The software was upgraded. Dust was observed on the blower box. Preventative maintenance was not required. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.